Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and with sepsis. The patient also had bacteremia. There were no additional adverse patient effects reported. The crt-p was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and with sepsis. The patient also had bacteremia. There were no additional adverse patient effects reported. The crt-p was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The cardiac resynchronization therapy pacemaker (crt-p) was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental is being filed to correct the outcomes attrib to adv event and initial reporter title and to capture the product return date.